Event description:
It was reported that the stenoscope system shut down during a case. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips were previously used.

Event description:
Reporter alleged obtaining the results of 140 mg/dl and 65 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she felt shaky when she obtained the readings and she self-treated with orange juice, candy, and a sandwich. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.